Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to loosening. On the acetabular side the cup appeared to have changed positions and on the femoral side radiolucent lines were visible around the sleeve.

Manufacturer narrative:
The complaint states revision of srom duraloc hip replacement performed on (B)(6) 2016. Both the acetabular and femoral components were loose. On the acetabular side the cup appeared to have changed positions and on the femoral side radiolucent lines were visible around the sleeve. All components were removed and replaced with implants from other companies. Explants: 14x9 36std srom stem, 14 f lge srom sleeve, duraloc cup and duraloc liner. Good patient outcome. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.